Event description:
During a clinic follow-up, a high capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The s-curve height was measured within specification.